Event description:
It was reported the customer had recurring motor error alarms. The customer stated they did not drop or bump their insulin pump. The insulin pump was also not exposed to a high magnetic field. Customer's blood glucose was 154 mg/dl. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.